Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-29, serial/lot #: (B)(4), ubd: 22-apr-2022, UDI#: (B)(4). Product analysis: no products were returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a native type 1 bicuspid valve and a horizontal aorta, the valve was implanted too low within the ventricle. The implant depth was reported at 13-14 mm. The physician attempted to move the valve up using two snares on each of the valve paddles. The attempt was unsuccessful and the valve dislodged. A second transcatheter bioprosthetic valve was then implanted with a successful result. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was discarded, therefore no product analysis was performed. Images were not received. The reported event indicates that the valve was implanted too low within the ventricle. The implant depth was reported at 13-14 mm. Potential factors that can affect the accurate delivery of the valve include anatomy landmark visibility, patient calcification levels, compliance of the native anatomy, procedural complications, and tension applied on the delivery catheter system (dcs) during positioning. In this case, it was noted that the patient presented with a native type 1 bicuspid valve and a horizontal aorta. This indicates that the probable cause of the inaccurate delivery of the valve was patient anatomy, but this cannot be confirmed with the limited information available. A device history record (DHR) review is not required as the reported event does not indicate a potential manufacturing issue. Updated h.6 - eval results and eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.